Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-01711. It was reported that the l4 drg lead had migrated and patient experienced ineffective therapy. The issue was confirmed via x-rays. As a result, the patient underwent surgical intervention wherein the entire system was explanted and replaced with a scs system. Effective therapy was restored, reportedly.